Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarm and motor position encoder error alarm on their insulin pump. The customer's blood glucose level was reported to be 131.4mg/dl. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The pump passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.